Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient was receiving a reading of hi on their meter. The patient was given 10 units of insulin and was on the phone with their physician. The patient was reportedly vomiting and had flu like symptoms. The patient removed the infusion set and indicated that the cannula was bent. The reporter indicated that the pump did not alarm for an occlusion. This report is being made based on the indication that the patient experienced hyperglycemia and that their pump did not give an occlusion alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated no occlusion alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully with no alarms. The force sensor calibration was found to be within specification. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No occlusions occurred during testing. An occlusion was induced and the pump emitted the appropriate audio-visual alerts. There was no defect found on investigation.